Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation/conclusion: alere home monitoring (ahm) was contacted and reported that this customer has been inactive since 2011 and did not have any prior records documenting a hospitalization. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
After patient received alere's inratio pt/inr monitor system field notification letter, patient called alere to reported an alleged discrepant low inratio inr which occurred approximately (B)(6) 2013. The patient is unable to provide actual date of occurrence, inratio or lab values. Patients tr: 2.0-3.0, time between testing is unknown for this patient. The patient was reportedly hospitalized on (B)(6) 2013 for approximately 4-5 days after monitor reading lower than lab, specific results unavailable and received 6 units of plasma; other interventions and treatment information is unavailable.

Manufacturer narrative:
Investigation pending.